Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic enhanced meter. The pt's blood glucose results were 127, 87, 84, mg/dl. Tests were done within 10 minutes with a difference of 25 mg/dl. Pt did not experience any adverse events. No further information has been reported.